Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. The manufacturer¿s international service technician evaluated the unit. The central processing unit printed circuit board assembly (cpu pcba) was replaced to address the reported issue and the issue was resolved.

Event description:
The customer reported that the ventilator produced a "backup alarm failed" error. There was no patient or user involvement.